Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported prior to starting a da vinci-assisted malignant hysterectomy surgical procedure the fenestrated bipolar forceps instrument had a broken conductor wire. The procedure was completed using a back-up instrument with no reported patient injury. Intuitive surgical, inc. (Isi) completed customer follow up and the following information was obtained: the instrument issue identified prior to starting the procedure. The instrument was was not used during the procedure when the broken wire was discovered.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation and the issue could not be replicated nor confirmed. The conductor wire did not exhibit any damage. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. Additional observation not reported by the site were observed. The instrument was found to have a frayed grip cable at the yaw pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibited abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was not confirmed by failure analysis.